Manufacturer narrative:
(B)(4) - (diffuse lamellar keratitis). Evaluation: field service specialist (fss) visited site after the event to perform a quarterly preventive maintenance. No additional problems or observations made. System meets all amo specifications. Method: mechanical test performed, visual examination. Evaluation, conclusion: device operated within specification. Note: all pertinent information available to abbott medical optics (amo) at the time of this report has been submitted. Should new information that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Patient underwent uneventful ilasik (B)(6) 2011. Patient presented (B)(6) 2011 complaining of change in vision. Dlk noted. Patient brought back to laser suite, flap lifted and interface irrigated.